Manufacturer narrative:
Information regarding section e3 - initial reporter occupation: unknown. Investigation evaluation: an evaluation of the photos provided by the user confirmed the report. In the photos provided, one leg of the trigger cord appears to have been partially pulled away from the barrel. Four (4) of the six (6) bands are still on the barrel and are spaced with unusual gaps between them. Our laboratory evaluation of the product said to be involved also confirmed the report. The trigger cord attached to the barrel with 4 bands, the loading catheter, the two-way handle and irrigation adapter were included in the return. The two (2) missing bands were not present in the return. During a visual examination, it was observed that one leg of the trigger cord had come out from between the third and fourth band and the other trigger cord had also been pulled out from the barrel and was hanging loose when returned. The last 4 beads were present on the loose leg of the trigger cord and the remaining 2 beads on that leg were still under the bands. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. It was indicated that the user attempted to adjust the trigger cord. It is unknown how that adjustment may have impacted the trigger cord. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic variceal ligation (evl), the physician opened a cook 6 shooter saeed multi-band ligator. When the physician opened the package and installed the device onto the endoscope, it was found that the trigger cord was not tightly fastened and in the bands assembly area, there was a 1cm band gap. The physician tried to adjust the trigger cord but failed. The physician changed to another of the same device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the products said to be involved were not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. An evaluation of the photos provided by the user confirmed the report. In the photos provided, one leg of the trigger cord appears to have been pulled away from under the bands with four (4) of the six (6) bands still present on the barrel. The position/placement of the other leg of the trigger cord can not be accurately determined from the pictures. The remaining bands on the barrel appear to have been shifted out of position with unusual gaps between them. The other components of the tray are present - the handle, the irrigation adapter, the loading catheter, the barrel (with four (4) bands remaining on it) and the trigger cord. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic retrograde cholangiopancreatography (ercp), the physician opened a cook 6 shooter saeed multi-band ligator. When the physician opened the package and installed the device onto the endoscope, it was found that the trigger cord was not tightly fastened and in the bands assembly area, there was a 1cm band gap. The physician tried to adjust the trigger cord but failed. The physician changed to another of the same device to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.